Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. The physician experienced difficulty advancing the impella cp cannula into the patient's left ventricle due to tortuous anatomy. The implant procedure was aborted. While in the procedural area the patient arrested and, despite several rounds of cardiopulmonary resuscitation, the patient expired.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-10229 was provided in sections b2, b5, g3, and h1, and h6.

Manufacturer narrative:
The investigation into the delivery issues and the unspecified (allegation) ¿ death has been completed since the original report was submitted. The device was not returned for investigation. The cause of the delivery issue was patient condition related due to pump unable to advance with patient tortuous vessel condition. The root cause of the unspecified death allegation was not determined. D6a, d6b.